Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the catheter was separated at the distal end. The distal coil wire was unraveled and the distal ball weld was not present. It was also noticed that the extrusion at the distal end was stretched. The stylet appeared typical with no observed defects. The instructions for use for this product warns the customer, "never adjust the position of the needle while catheter tip is still advanced beyond the needle tip. If resistance is encountered when retracting catheter into needle, remove needle and catheter as a unit from patient and repeat procedure. Forcefully pulling back on catheter may result in catheter breakage." Based on the investigation performed, the reported complaint was confirmed. The bulleted tip of the coil wire was confirmed to have separated from the returned catheter and the piece was not returned. A DHR review was performed on the catheter with no evidence to suggest a manufacturing related cause. A corrective action is not required at this time as the complainant reported that "the anesthesiologist withdrew the catheter to reposition the needle and sheared the catheter resulting in the coils unraveling", which indicates that use error caused or contributed to this event.

Event description:
The customer alleges that after advancing the catheter, the anesthesiologist withdrew the catheter to reposition needle and the outer coating of the catheter sheared and the wire uncoiled. The catheter was removed and replaced with another catheter without incident. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that after advancing the catheter, the anesthesiologist withdrew the catheter to reposition needle and the outer coating of the catheter sheared and the wire uncoiled. The catheter was removed and replaced with another catheter without incident. No patient injury reported.